Event description:
During a pt event, it was reported that the device analyzed the pt rhythm once and it lost power. The device hosed the "ok" symbol prior to use and the installed battery was pre-maturely depleted. The fire department and nursing home AED's were on the scene prior to the lifepak 1000 use and reached a no shock advised decision. Furthermore, the customer observed the pt to be in asystole rhythm. The device use had no adverse effects. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the installed battery and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed battery at the failure analysis center and determined the cause of the malfunction to be a failure of one of the battery cells. The observed failure resulted in premature battery charge depletion.